Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6)-year-old female patient faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2021, the patient went to the emergency room and stayed there for three hours. Subsequently, she was admitted to the hospital due to diabetic ketoacidosis. Her highest blood glucose level was 585 mg/dl and she had high ketone levels which her healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion set had been used for one day. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Moreover, she again faced a bent cannula due to which she experienced high blood glucose level. Therefore, they tried to treat it with multiple daily injection, but on (B)(6) 2021, the patient went to the emergency room and stayed there for one hour. Subsequently, she was admitted to the hospital due to high blood glucose level. Her highest blood glucose level was 530 mg/dl and she had high ketone levels which her healthcare professional did not assessed as dangerous/life threatening. Moreover, the infusion set had been used for one day. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Previously, since (B)(6) 2021, the patient faced bent cannulas symptoms/issue noticed three hours after insertion and this issue occurred with ten infusion sets. Currently, the patient was using multiple daily injection as backup therapy method. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.